Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that the needles on the lancets are bent. Customer stated she attempted to test her blood glucose three times and due to the needles being bent is unable to obtain a sufficient blood sample needed to perform the test. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer did not provide the lot information for the lancets.

Manufacturer narrative:
Internal report reference number: (B)(4) . Lancets were not returned for evaluation. Note: manufacturer was unable to contact customer in follow-up call to ensure the initial concern is resolved - customer declined to provide their contact information.